Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: bi71000450. Product ID: bi71000167. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the power supply and umbilical cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, c09 fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A090208 was coded for the bad image quality. A090501 was coded for the inability to take x-rays. Multiple annex g codes were reported. G2027 corresponds to the concomitant product bi71000450. G02004 corresponds to the concomitant product bi71000167. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that it was not possible to shoot x-rays. There was also bad image quality. The system was started prior to the patient's arrival, and due to the reported issue a c-arm was used for the surgery. There was no patient involvement.

Manufacturer narrative:
H3/h6: the rear cab assembly, lot number: 43885 rev. E) was returned and analyzed. The device passed continuity testing. A visual inspection confirmed the mounting hardware for the dongle was broken/damaged. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.